Event description:
It was reported that during an upgrade procedure, it was difficult to position the left ventricular lead. Upon the removal of the guide catheter the left ventricular lead dislodged and it became difficult to reposition. A new lead was used. The patient then became restless and was administered medication which resulted in the patient experiencing respiratory distress and circulatory depression. The medical staff performed chest compressions on the patient, a heart ultrasound was performed and pericardial effusion was noted. Resuscitation attempts continued but the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available.

Manufacturer narrative:
(B)(4).